Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer stated that he sat on his computer and began to smell insulin. The customer stated that he thought it was because he did not reconnect properly after the shower. The customer stated that he found a puddle of insulin on his pant leg. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to contact his health care provider regarding the high blood glucose readings.